Event description:
The MFR rec'd info alleging a ventilator failed to charge its internal battery. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.